Manufacturer narrative:
A partial lead with the distal tip measuring 42.7 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that the patient presented in clinic after experiencing diaphragmatic stimulation. The right ventricular lead was explanted and replaced. The implantable cardioverter defibrillator was explanted and replaced prophylactically due to battery advisory. There was no allegation of premature battery depletion. No further information was available.

Event description:
New information available on 1/4/2018 states that, the patient was fine before, during and post procedure.